Event description:
It was reported to philips that system's estop was active, which can impact geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was not in clinical use at the time of the reported event. Philips remote service engineer (rse) connected remotely and confirmed the reported issue. Upon further inspection of the log files, the field service engineer together with the hospital staff identified that on multiple occasions, the emergency stop was activated in the morning, after the room was cleaned. The cleaning staff has been informed, and it will be monitored if the problem reoccurs. As a precautionary measure the geometry module was replaced. After that, the system was returned in good working condition and was ready for clinical use. The geometry module was returned for further analysis. Functional testing was performed, and no failure was observed. Further logfile analysis confirmed that there was no system malfunction. Philips performed an investigation regarding the higher replacement rates of the geo module. The post-market risk assessment conducted indicates that the level of risk remains consistent with the product¿s risk management file for loss of mechanical movement. Based on this investigation, philips has confirmed that no action will be taken in the field regarding the allura control modules. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.